Event description:
Customer's mother called to report high blood glucose. Caller noticed the bottom of the insulin pump is sticking out. The blood glucose reading is 476 mg/dl. Customer has treated with manual injection. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during the prime test and basic occlusion test due to protruded/loose drive support disk.